Event description:
During product evaluation, a defective air-in-line printed circuit board was found. There was no pt injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Eval summary: during product evaluation, failure code 810:04 occurred due to a defective air-in-line printed circuit board. The air-in-line printed circuit board was replaced and 810:04 recurred. The pump-head module which contains the air-in-line printed circuit board was replaced and the issue was resolved.